Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received error codes of pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on 11/28/2023 13:38:09.000. Successfully downloaded history files and traces using thump. Pump error 43 was found in the traces on 10/24/2023 07:01:03.000. Pump error 130 occurred on 10/24/2023 06:59:43.000 in the traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label peeling). Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 43 was confirmed due to moisture damage to motor assembly. Pump error 130 was not confirmed and was noted in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.